Event description:
It was reported that the subject monitor does not remain on, it switches off itself. According to the helpdesk, with another power cable, the issue remains present.

Event description:
It was reported that the subject monitor does not remain on, it switches off itself. According to the helpdesk, with another power cable, the issue remains present.